Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue due to which he experienced diabetic ketoacidosis. Patient's blood glucose level had risen to 500s mg/dl at the time of the event. The patient changed out the site and tried to deliver a bolus. Subsequently, the patient was hospitalized where he was put on an insulin drip, which resolved the issue. The infusion set had been in use for two days and the patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.